Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post implant follow-up, it was noted that the patient experienced phrenic nerve stimulation in all configurations of the left ventricular lead. The pocket was re-opened and the lead was repositioned. The patient was doing well post procedure.